Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen was messing up and it was difficult for the customer to rad the information on the screen. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump display properly during displacement test and self test; no display anomaly noted however; the insulin pump had minor scratched on the display window. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.